Event description:
It was reported that the patient with implantable pacemaker felt like the device was not in the pocket. Boston scientific technical services (ts) referred the patient to the physician. Additional information received indicates that the device not placed properly and was floating around. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk of devic investigation conclusion code was selected based on the field report of erosion of the skin over an implanted device and/or migration of the device. Skin erosion and device migration are known issues for implanted devices. Analysis of the returned product is not able to provide relevant information pertinent to these types of allegations.

Event description:
It was reported that the patient with implantable pacemaker felt like the device was not in the pocket. Boston scientific technical services (ts) referred the patient to the physician. Additional information received indicates that the device not placed properly and was floating around. Subsequently, this device was explanted. No additional adverse patient effects were reported.